Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer tried resetting the pump with assistance from technical support, but the malfunction recurred, leading to a decision to replace the pump. However, a follow-up review indicated that the malfunction did not recur after the last reset, so the customer was advised to continue using the pump while being instructed to call back if the malfunction code appeared again.